Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported the symptom of an anaphylactic episode and an invisalign product was being used.

Event description:
The patient reported symptoms of anaphylactic episode, swollen face, swollen throat, irritated and sore oral mucosa (cheeks) and lips, blisters and soreness of the gums, and swollen lymph nodes. It is unknown if the patient required any medical intervention to alleviate the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2019 and the patient is currently asymptomatic.